Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on 1 july, 2021 a 4/6 mm amplatzer duct occluder ii was chosen for implant. Post procedure, on (B)(6) 2021 the device had embolized. The patient was taken for surgical retrieval of the device and surgical repair. The patient is reported to be stable. No additional information has been provided.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10. An event of "device had embolized" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.